Event description:
It was reported that pump experienced repeated cartridge alarms, including initial alarm during use and additional alarms when customer tried to load new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to wait for pump prompts before removing used cartridge, was instructed on storage mode, and was advised to contact healthcare provider for backup insulin therapy, while technical support confirmed warranty, arranged shipment of replacement pump with updated software, and instructed customer to return problematic pump within required timeframe and to set up pump settings and cgm on replacement device.